Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient felt severe pain at the insertion site while wearing the pod for between 37 and 48 hours. When the pod was removed from the insertion site, the patient noted a red 1 mm bump and a scar had formed. As treatment, a new pod was applied.